Event description:
Device 1 of 2: reference manufacturer report: 1627487-2010-00725. The patient received his trial scs system on (B) (6) 2009, consisting of one trial lead, an anchor, and the external programmer. It was reported on (B) (6) 2009, that the patient was now feeling the stimulation in unintended areas. The patient was reprogrammed on (B) (6) 2009, after an x-ray showed the lead had migrated. The majority of the intended areas were covered, however, the patient reported about six hours later that stimulation had moved to a different area. Attempts at reprogramming did not alleviate the reported issue. The patient had his trial lead and the anchor removed on (B) (6) 2009, after an x-ray showed the lead had migrated again. There is no further information available.

Manufacturer narrative:
Device 1 of 2: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.